Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be slightly flexed at the center of the hot jaw. The heater wire remained attached at the base and tip of the jaws. The silicone on both the cold and hot jaw was observed to be intact with no defects. No other visual defects were observed. Based on the returned condition of the device the reported complaint was not confirmed for "peeled jaw", but was confirmed for the analyzed failure mode ¿material twisted/bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation separated during branch division. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation separated during branch division. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.